Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. Although this complaint has been opened based on a technical service inquiry, no service has been performed, as the customer no longer wanted service. This investigation is being pursued at this time using available information. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the system shut down spontaneously after it was turned on to be tested. There was no surgery scheduled therefore no patient involvement.